Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plusthoracic stent-graft system. The relay nbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The relay nbs plus related event occurred in (B)(6).

Event description:
Delivery system advanced through the right femoral artery with use of lunderquist dc guide wire without any problems. After trying to advance from the outer sheath, the grey knob of the delivery system stopped in the middle. After trying to move inner sheath forward, physician decided to stop the implantation. Stent graft in the inner sheath stayed wrinkled. The device was taken out from the patient partially deployed (from the outer sheath). Additional information from the clinical representative (not included in the complaint): upon inspection of the package, dents were noticed on the white carton and the plastic tube covering stent graft. It may suggest damage during transportation of the device that were not noticed before the procedure. Patient outcome: "the femoral artery was repaired surgically. Patient was discharged from the hospital after 6 days."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plusthoracic stent-graft system. The relay nbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus related event occurred in poland.

Event description:
Delivery system advanced through the right femoral artery with use of lunderquist dc guide wire without any problems. After trying to advance from the outer sheath, the grey knob of the delivery system stopped in the middle. After trying to move inner sheath forward, physician decided to stop the implantation. Stent graft in the inner sheath stayed wrinkled. The device was taken out from the patient partially deployed (from the outer sheath). Additional information from the clinical representative (not included in the complaint): upon inspection of the package, dents were noticed on the white carton and the plastic tube covering stent graft. It may suggest damage during transportation of the device that were not noticed before the procedure. Patient outcome - "the femoral artery was repaired surgically. Patient was discharged from the hospital after 6 days."